Event description:
Patient in v-tach, code blue initiated and return of spontaneous circulation (rosc) achieved; alarm system failed to correctly respond to lethal rhythm. Alarm did not sound and monitor did not change despite correct alarm parameters noted.